Manufacturer narrative:
D4, h4, h6: updated. D9. Date returned to mfg: 19-nov-2024. Investigation summary: one device was received for evaluation. A visual inspection found a dark brown/orange color inside the tank. The customer reported problem was confirmed. The cause was that the inside of the main unit's heater was rusted, causing the interior of the tank to be stained brown. The inside of the water tank was cleaned, and the water tank cover and gasket were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was rust inside the tank. The fault occurred while checking before use with the patient. There was no patient involvement, and no patient harm/adverse event reported.